Manufacturer narrative:
(B)(4). Device 1: lot no. 190822. Manufacturing date: 22 aug 2019. Device 1: lot no. 190114. Manufacturing date: 14 jan 2019. Device 1: lot no. 190611. Manufacturing date: 11 jun 2019. Method: the complaint mr290v vented autofeed humidification chambers were returned to fisher & paykel healthcare in new zealand where they were visually inspected. Results: visual inspection of the returned complaint mr290 chambers identified multiple crack lines on the dome at various places for device 1. Smeared ink was also observed. For devices 2 and 3, horizontal crack near the lower part of the chamber dome were observed. Conclusion: we are unable to determine what may have caused the reported event. For device 1, the likely cause may be due to use of alcohol cleaning agents. Every mr290v chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. Also, the pressure test is followed by a visual inspection of each chamber. The subject mr290v chambers would have met the required specification at the time of production. The user instructions that accompany the mr290v vented autofeed humification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Set appropriate ventilator alarm." "Perform pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in the netherlands reported via a fisher & paykel healthcare (f&p) field representative that three mr290v vented humidification chambers had a cracked dome during use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). The complaint devices are currently en route to fisher & paykel healthcare (B)(4) for evaluation to determine if f&p's products caused or contributed the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that three mr290v vented humidification chambers had a cracked dome during use. There were no reported patient consequences.